Event description:
This was a diagnostic case. The pt was obese and no calcification, tortuosity, or scarring was noted. Access was normal. Several attempts were made to attach the latchwire to the distal end of the device anchor without success. Later, a bend was noted at the end of the latchwire. The physician converted to standard access. The pt was discharged the same day and recovered without further sequelae.

Manufacturer narrative:
The device was returned and failure analysis performed. Exam of the device confirmed the narrative of the complaint. The latching components were damaged, specifically, the latch was bent, the tab was partially straightened, and the distal end of the anchor opposite the tab appeared damaged. There were no cracks or stress marks on the tab. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), was reviewed. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the analysis completed to date, the latchwire appears to have separated from the device because the latch and tab may have been damaged during use. Further, based on the damage observed on the anchor it is believed that the latch was bent and the tab was straightened during use. The probable root cause, based on available info, is bending of the latch and straightening of the tab during latchwire insertion into the distal end of the anchor, which resulted in detachment of the latchwire. A corrective and preventive action has been opened to continue the investigation into this event.